Event description:
Pt implanted in nasolabial folds on 7/6/1998. Onset of bruising, erythema, and wound drainage on 7/16/1998 in nasolabial. Pt treated with cepthalexin and warm compresses on 7/16/1998. The site was excised on 8/11/1998 and the pt treated with silvadene 8/20/1998. Vitamin e 8/26/1998 and silvadene 10/6/1998.